Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The (B)(6) did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This emdr represents one of the bard/davol flat mesh implanted in (B)(6) 2008. A separate MDR file has been created to address the second bard/davol flat mesh implanted on the same date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the (B)(6): (B)(6) 2008 - the patient underwent implant of two bard/davol flat mesh to repair a hernia. At some point post implant, it is alleged the patient suffered from debilitating pain. (B)(6) 2012- the patient underwent an operation and during this operation the patient allegedly underwent explant of the two bard/davol flat mesh. The attorney's report alleges the patient suffered from pain, additional surgery and explant.

Manufacturer narrative:
Addendum to the previous report. This suppplemental is being sent to show the patient allegedly underwent an additional surgical procedure approximately two months after the alleged explant of the mesh devices. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent implant of two bard/davol flat mesh to repair a hernia. (B)(6) 2012 - the patient underwent alleged explant of the two bard/davol flat mesh. (B)(6) 2012 - it is alleged the patient underwent an repair of the patient's recurrent hernia. It was alleged the patient's "floor simply nonexistent from his previous surgeries." Yet the surgeon was able to allegedly fashion a mean to install a new unidentified mesh. It is alleged that following the procedure the patient experienced debilitating pain.